Event description:
During orthopedic surgery on a pediatric patient, it was noted that the adapter was disconnected from the microcuff endotracheal tube cutting off the flow of oxygen from the ventilator to the pt. This was discovered immediately because the respirator controls noted the disengagement. The adapter was reinserted into the endoracheal tube and taped into place without further incident or sequela to the patient. The exact date of the event is not known. Information concerning this incident was reported on 02/18/07 to a kimberly-clark rep. The product was being used in a investigator sponsored study; the report suggests that the incident occurred in late 2005. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation. Also as no lot number was provided, the specific batch record could not be identified for review. It is noted that the microcuff endotracheal tube is designed so that the adapter can be removed. Additionally temperature and humidification in the operating room setting may contribute to a change in the endotracheal tube rigidity, making it softer or more pliable which could affect the connection with the adapter. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issue that require corrective action.